Manufacturer narrative:
Concomitant medical products: product ID: dtbb1qq, implanted: (B)(6) 2016; product ID: 4298-88 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and triggered a bipolar impedance warning along with a lead integrity alert (lia) for noise oversensing. Pacing inhibition was noted. The lead was capped, and a previously capped pacing lead was put back into service. No patient complications have been reported as a result of this event.